Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non malignant pain. Patient stated that the previous system ((B)(4)) was explanted and replaced because it was not working any more. Patient clarified this, saying that the leads had shifted in her back and were no longer "grounded" or functional. Patient said she had started feeling stimulation in the wrong area of the body, noting that she was supposed to feel stimulation in both legs, but she was feeling it in her rib cage and stomach instead. Patient also said the stimulation was "disproportionately" too strong. Patient said they never found a root cause of the lead movement, but they speculated that it may have been due to her growing a bit (patient was implanted at an early age) because she never had any falls or trauma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.